Event description:
It was reported the patient was still wearing a pad and noted it was "not working¿. The patient had only been changing the setting, but thought they need to change the program. When the patient changed the setting, they would just ¿go up¿. The program was attempted to be changed, but it would not work. It was noted the patient did reach a 50% reduction in symptoms, but was not now. The screen on the programmer would not navigate away from the program screen when the patient tried to change programs. The device was currently on program 1 at 2.0v. Troubleshooting did not resolve the screen issue. The patient obtained new batteries and reported the same issue - not being able to navigate away from program screen. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported, the patient did not have concerns with their device or therapy. An appointment on 2013 (B)(6) was noted.

Manufacturer narrative:
Product ID: 3889-28, lot# va093z8, implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).